Event description:
It was reported by service report that the pt head right base wheel is cracked. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Wheel.